Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) hydro guidewire was advanced and a xience pro s stent delivery system (sds) was also advanced without resistance; however, the stent was attempted to be deployed but tbe wire got stuck on the stent and had to be removed as a single unit. Another ht bmw hydro and xience pro s were used and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted bent distal core and the noted bent proximal end. During removal, the noted guide wire damages in conjunction with the noted damages to the xience pro s device (stretched/torn guidewire exit notch) likely resulted in the reported/noted difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.